Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 18-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 201, 235, 191, 376 and 173mg/dl. The customer¿s expected am fasting blood glucose test result is 150mg/dl and expected pre-dinner fasting blood glucose test result range is 150-170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 02/2/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 23-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.